Event description:
The target lesion was the mid right coronary artery (rca). The lesion was de novo, slightly calcified and slightly tortuous. There was 90% stenosis. It was an emergent case due to acute myocardial infarction. After a runthrough ns guidewire was crossed, a 3.5 x 18mm cypher was delivered to the target lesion by direct stenting. While applying the pressure to the delivery system, the unit inflated to 16 atm, but the inflation of the balloon was slow and slight contrast medium leakage was observed. The balloon was deflated once and inflated again, but the balloon ruptured at 16 atm. Therefore, post-dilation was conducted with a 3.5 x 15mm maverick balloon and the procedure was safely completed. There was no reported patient injury. The product was clinically used and will be returned for the analysis.

Manufacturer narrative:
This device is distributed outside the united states ; however it is similar to the united states product. The product is available for analysis. Additional information will be submitted within thirty days upon receipt.